Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported: screen went blank - came back up - then touch screen froze up date/time: on (B)(6) 2025: time unknown; during the night. Swapped vent to resolve. No adverse patient effect.

Manufacturer narrative:
The investigation of the provided information incl log analysis revealed that the reported blank and froze up screen was triggered by a plugged in usb stick at the reported time. In the IFU, some usb devices are excluded from the list as they can lead to an impairment of functionality when connected to the device. However, some visual screen malfunctions are obvious to the user. The ventilation was not interrupted by the issue and continued as set. The running ventilation is not affected by cockpit failure like reboot, no boot, red tint, black screen or flickering screen and affects only the display. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. The investigation indicated no technical malfunction of the device. Onsite a dräger service technician tested the device according to manufacturer¿s specifications with any issues. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
The following was reported: screen went blank - came back up - then touch screen froze up date/time: (B)(6) 2025/time unknown during the night. Swapped vent to resolve. No adverse patient effect.